Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6) 2023. The patient had contrast-enhanced computed tomography (CT) completed as routine follow-up on 01-sep-2023, and the patient anticoagulation medication was discontinued at this time. A contrast follow-up was performed at the one (1) year follow up on 24-jul-2024. A thrombus of up to 19 mm in diameter was detected in the screw of the closure device. The patient was placed on anticoagulation medication (220 mg prazaxa).